Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image was flickering on and off on the autoclavable camera head. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction: correcting d8 of the initial medwatch. The device was inspected and repaired by a third party. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Additionally, the customer reiterated the phenomenon was found before procedure, and was not used. Olympus will continue to monitor field performance for this device.